Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from and unknown lot. No., cat. No. 320136. A functionality test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) there were issues attaching the needle properly. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to attach pen needle to pen. According to the user report, the pen needle could not be attached to the pen before use. This issue occured in 3 products.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) there were issues attaching the needle properly. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to attach pen needle to pen. According to the user report, the pen needle could not be attached to the pen before use. This issue occured in 3 products.